Event description:
The patient alleges he was exiting the unit when the unit suddenly engaged, resulting in a fall. The patient sustained injuries to his neck, back and shoulder.

Manufacturer narrative:
The device is not available for evaluation at this time, due to pending litigation. Cannot draw any conclusions at this time.